Event description:
Patient revised to address pain.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the as400 found eight pieces were released for distribution in 2006. A search of the complaint database found no prior reports for this part and lot number combination. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.